Manufacturer narrative:
Additional information in h3, h6, h10. B5: upon additional information, there was no report of a connection issue. H10: the device was received for evaluation with the female connector connected to a white luer adapter. A visual inspection with the naked eye and magnification noted a female connector returned separated from the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed and the device met product specifications. The reported separation condition was verified. The cause of the event was due to inadequate solvent during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set could not be disconnected from the patient line of an amia cassette. This occurred during use of the device for peritoneal dialysis therapy, when ending treatment. It was further described as "the tube inside the transfer set would come out". There was no report of patient injury or medical intervention associated with this event. No additional information is available.